Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The mother of the end user alleges the pump froze and it was difficult removing the end user from the lift.